Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted and noted "the other eye did not show any improvement after replacing the large lens so the decision was made to take it out". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).